Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021). Device pending return.

Event description:
It was reported that prior to the recanalization procedure, the tip of the catheter was allegedly separated from the catheter. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual evaluation, it was noted that the distal tip was separated from the outer catheter but still attached to the inner core wire. The distal end of the catheter shaft was deformed due to melting. Five electronic photos were provided and reviewed. Four photo shows the tip of the crosser catheter. In photos it was observed that, the distal tip of the catheter was separated from outer catheter. One of the photos shows the device inside the package with labelling of the product. Therefore, based on the provided photos and returned sample evaluation the investigation is confirmed for the reported material separation issue and identified catheter shaft melted issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to the recanalization procedure, the tip of the catheter was allegedly separated from the catheter. There was no patient contact.